Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device did not detect a ventricular episode; therefore, therapy was not provided. In another instance, it was noted that three shocks failed to restore sinus rhythm. The device remains in use. No further patient complications have been reported as a result of this event.